Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the surgeon could only see from the right eye in the surgeon side console (ssc). The technical support engineer (tse) reviewed the logs and found no related errors. The surgeon was able to switch between the left and right eye at the vision side cart (vsc). The tse asked the customer to shut down the system and hard reboot the ssc. The ssc came up with only the right eye working after restart. The surgeon opted to continue the procedure with the ssc with one eye working. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-apr-2022: the issue occurred as soon as the surgeon sat down at the ssc and the ports were already placed. The system functionality was checked during start up and no issues were noticed. Following the call to technical support, the or staff brought in an ssc from another room to continue. The procedure was completed robotically with the other ssc, and there was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and did not find any system errors associated with the reported complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted the procedure to another ssc after the start of the procedure due to one of the eyes of the first ssc not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10. An intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigation found that the hrsv had no image and the main board was defective which needed to be replaced.